Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, bilateral pleural effusion was observed during pre-discharge check. Patient was admitted for another day and event was resolved on its own. No intervention was performed. Patient was stable.